Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional d10: device available for evaluation - additional h2: additional information/device evaluation h3: device evaluated by manufacturer - additional h6: event problem and evaluation codes - additional.

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and failed due to the receiver having no power. Functional tests were not performed due to the receiver not powering on. An internal visual inspection was performed and passed. The receiver log was downloaded after using a good known battery. The receiver log was reviewed finding error related to the complaint. The defective battery voltage was measured and failed. The probable cause was determined to be a defective battery. No injury or medical intervention was reported.